Event description:
A mridium 3850 pump was taken to the ICU to accompany a pt to the MRI. Apparently, the ICU nurse preparing the pump for use with the pt had never seen or been trained in the use of the pump. The pump was set up with the 1055 bypass IV set, and during the initial setup, she apparently left open the roller clamp of the main IV set (alaris IV set). The pt received approx 200ml of dopamine from the IV bag. The patient became "flushed" but the pt was fine following the event. The patient's MRI was performed following the event. No injury resulted from this event.

Manufacturer narrative:
Initial report from the healthcare professional indicated that the device (infusion pump and infusion set) was evaluated by the hospital staff. Following the event, the equipment was requested to be returned to iradimed corporation for examination. This equipment was not evaluated by the manufacturer, as the customer indicated that the product did not malfunction, and did not require to be evaluated by the manufacturer. All information was obtained from customer interviews, and the customer's inspection of the infusion pump. The infusion pump is presently in use at the hospital. Investigation conclusion: from our investigation, the probable cause of this event was the use of the pump without sufficient training for the staff using the pump. No malfunction or device failure was observed, and the hospital staff was aware that additional training is required. Additional training has been performed since the event. This failure is considered an unusual and isolated incident. No other action is considered necessary at this time.